Event description:
On (B)(6) 2012, (B)(6) reported an svo2 sensor error on cardiohelp (serial number (B)(4)). The venous probe was reprogrammed. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2012, service report (B)(4) was generated for this event. Per the service report, venous probe was reteached (calibrated) and reconditioned (calibrated) batteries. (B)(4).